Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue was not confirmed. During device analysis the balloon was inflated to 18 atmospheres, rated burst pressure (rbp). Three deflation times were taken and met specification. Difficulty to remove/guiding catheter resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation issues or difficult to remove/guiding catheter resistance reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the calcified right coronary artery, pre-dilatation was performed with an unspecified 3.5x8 mm and 4.0x12 mm balloon at 25 atmospheres (atm). A 4.0x23 rx xience xpedition stent delivery system (sds) was advanced without resistance and the stent was deployed at 20 atm at the target lesion without issue; however, the balloon of the sds did not deflate as usual. Deflation was performed but when the sds was withdrawn into the guiding catheter strong resistance was felt and the sds was difficult to withdraw from the guiding catheter. The physician pulled strongly and had to remove the guide catheter, guide wire and sds from the patient anatomy as a single unit. After withdrawal, the balloon was observed flat but deflated. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.